Event description:
Information received indicates intermittent functions working from the left siderail.

Manufacturer narrative:
The technician found an open wire in the siderail cable assembly and fluid residue on the pc board. The technician replaced the siderail cable and pc board to repair the bed.